Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry would not open or dock. They hit the manual open button on the side of the system and the gantry was able to be opened. System was still unable to be docked. There was no patient involvement.

Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system. Upon arrival, could not duplicate exact issue described in complaint but suspect faulty pendant as did experience unexpected commands while pressing docking button. Replaced pendant. Replaced detector and source led indicators. System released for regular intended use. H2-3) the pendant was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, unable to confirm reported complaint, installed pendant into test system. System and pendant boot as expected. Pendant keys were still functional, but several were worn and need excessive pressure to be applied to function. Visual inspection shows the pendant laminate was starting to lifting/ bubbling up from around the keys. Worn pendant. H2-3) the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, unable to confirm reported complaint. Board passed continuity testing, no opens or shorts found. Install pcba src led board into test system. All leds illuminated but were dimmer than normal, not brightly lit. Faulty board assembly. H2-3) the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, unable to confirm reported complaint. Board passed continuity testing, no opens or shorts found. Install pcba src led board into test system. All leds illuminated but were dimmer than normal, not brightly lit. Faulty board assembly. H2-3) the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, unable to confirm reported complaint, "system unable to dock or open." Board passed continuity testing, no opens or shorts found. Install pcba src led board into test system. All leds illuminated but were dimmer than normal, not brightly lit. Faulty board assembly. H2-3) the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, unable to confirm reported complaint, "system unable to dock or open." Board passed continuity testing, no opens or shorts found. Install pcba src led board into test system. All leds illuminated but were dimmer than normal, not brightly lit. Faulty board assembly. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(6). Product ID: bi71000216, serial/lot #: (B)(6). Product ID: bi71000217, serial/lot #: (B)(6). Product ID: bi71000216, serial/lot #: (B)(6). Product ID: bi71000217, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.